Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4); impanted: unk; explanted: (B)(6) 2011; catheter: model: 8590-1, lot# n290840, implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter: model: 8578, serial# (B)(4), implanted: (B)(6) 2011; explanted: (B)(6) 2011. Final analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed a pump-connector anomaly. An indent down in the sc connector seal along with occlusion was concluded by analysis as being related to the event. Drugs per analysis was bupivacaine and dilaudid.

Event description:
It was reported that the device was removed after patient did not get relief. Any device issue was not known. Patient had recovered without sequelae.